Manufacturer narrative:
(B)(4). Damaged pinion axle support, damaged trigger post the analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload present. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support and the firing trigger post were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first stapler (rep not sure which one was first) after two to three firings with white cartridge, the doctor switched to blue. Firing lever depressed about half way and stopped. Opened device and staples had partially formed across entire cartridge but cut line had only went half way. Opened second stapler and on first firing across the same transection, the firing lever only went half way. When the doctor used two hands to finish firing, he heard an audible crack sound, like the stapler had broke. Case completed with a third device of the same product code. There were no patient consequences reported.